Manufacturer narrative:
(B)(4). Additional information was received via medwatch report (B)(4), that the device was not used on patient and the issue was found during testing of the balloon. The sales rep followed-up with the customer and confirmed that the device was not used on the patient. The event is considered as a non-reportable event as the device was found prior to patient use.

Event description:
It was reported that the balloon would not deflate during use. As a result, it was removed, and another catheter was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon would not deflate during use. As a result, it was removed, and another catheter was inserted using the same insertion site. There was no report of patient complications, serious injury or death.